Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardioverter defibrillator inappropriately administered shock therapy due to pseudo-fusion episodes. Programming changes were made. The patient was in stable condition after the changes.